Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as touch contamination as while connecting to the pd therapy, the top of the patient's hand "touched it". It was reported that the patient was not hospitalized for the event. The same day as event onset, the patient was treated with vancomycin (2g, intraperitoneal for 5 days, frequency not reported) and ciprofloxacin (500mg, oral, for three days, frequency not reported) for peritonitis. Sixteen days after event onset, the patient was recovered from the peritonitis event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information was available.